Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, closure separation was seen in 12 tubes while on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 30 retained samples were tested for stopper-shield separation and found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, closure separation was seen in 12 tubes while on the analyzer. No adverse impact was reported regarding the patient or user.